Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the repair inspection result confirmed severe wear on the pinch valve thread which was considered as contributing to the occurrence of the event indicated by the customer. It is presumed that the phenomenon, ¿tight pinch valve,¿ occurs due to the severe wear on the pinch valve thread. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a tight pinch valve. There was no patient involvement.